Event description:
It was reported that this patient recently passed away due to extensive comorbidities following multiple non-cardiac hospitalizations. It was noted that there was an issue with this right ventricular (rv) lead. Information has been requested regarding the specific allegations, but a response has not yet been received. At this time, this rv lead remains implanted.